Event description:
It was reported that on approximately 08:30, shortly after morning hygiene activities, an alarm was noted from the system controller. The pump running symbol was absent from the display, and device parameters showed atypical values (pump speed: 50 rpm; pump flow: 10.4 l/min). At the time of the event, the patient was hemodynamically stable, with mild dizziness reported. The patient indicated a blood pressure of approximately 120 mmhg. No contact with electrical devices was reported, and clothing and bedding were confirmed to be free of synthetic materials. The patient had been routinely sleeping on battery power due to concerns regarding potential power outages; on the night prior to the event, the left ventricular assist device (lvad) was supported by batteries. Upon inspection, both batteries were found to require calibration. The patient contacted the vad coordinator and was advised to visit the implanting center. The patient arrived at 10:19, where clinical assessment indicated a stable hemodynamic condition (blood pressure 105/77 mmhg, map 87 mmhg; heart rate 70 bpm). Echocardiography findings were unremarkable, with no neurological deficits and no laboratory evidence of hemolysis. At 10:50, after preliminary assessment, a controller exchange was performed. The pump restarted automatically following connection of the new controller. Post-exchange lvad parameters were within expected ranges (pump flow: 3.7 l/min; pump speed: 5200 rpm; pi: 5.8; pump power: 3.6 w). The patient remained clinically stable following the controller replacement, with no neurological deficits observed. Continued observation and follow-up were maintained.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.